Event description:
A customer reported a system message displayed and locked the system prior to a procedure. The surgery had to be rescheduled. Additional information was received from an international company representative reporting the patient was in the surgical suite and had been given topical and intracameral anesthesia prior to the case being canceled.

Manufacturer narrative:
The company representative examined the system and found no problem. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause cannot be determined conclusively. (B)(4).